Event description:
Reporter alleged discrepant back to back results of 256, 115, & 103 mg/dl when testing was performed < 5 minutes apart. Reporter stated no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product waas sent.